Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that inflation failure occurred. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was selected. Inflation was attempted but the balloon failed to inflate. However, device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. Tactile inspection and visual inspection under magnification were performed. There was blood in the inflation lumen and the balloon was loosely folded. There were numerous hypotube kinks. The hypotube was separated 26cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage to the distal shaft. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the catheter would not inflate due to the dried blood in the lumen. The device was soaked in a warm water bath to loosen the dried blood; however, the device was unable to be inflated even after soaking the device for 14 days. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).